Manufacturer narrative:
This was initially submitted on the summary report dated (B)(6) 2014 under exemption (B)(4). Additionally, this was submitted on the summary report dated (B)(6) 2014 under exemption (B)(4). Additionally, this was submitted on the summary report dated (B)(6) 2015 under exemption (B)(4). Lawyer-filed report.

Event description:
It was reported by the plaintiff's attorney that the plaintiff allegedly experienced pain, extrusion, infection, urinary problems, recurrence, bleeding, dyspareunia, neuromuscular problems, bowel problems, organ perforation and vaginal scarring. It was also reported that the plaintiff experienced voiding dysfunction, incomplete emptying, pelvic organ prolapse, mesh erosion, grade 3 cystocele, grade 2-3 enterocele and grade 2-3 rectocele. Furthermore, it was reported that the plaintiff died. The cause of death was reported as pancreas cancer.